Event description:
The device is failing its self test even after the pads & batteries are replaced. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.